Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had damage. The customer blood glucose level was 300 mg/dl. The customer was not assisted with troubleshooting. The customer stated that plastic came off her insulin pump at bottom of pump where the drive support cap was located. The customer also stated that the insulin pump not bumped or dropped or no car accident. The device will be returned for analysis.